Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during endoscopic vein harvesting procedure using vasoview hemopro. It was stated that the account did not want to utilize the vh-3500 due to the fact that they had tried turning down the energy and the device was desecrating the tissue and separating it before it was completely sealed. The statement was that it had happened to differing providers and they have even opened a couple legs due to the fact that there was too much bleeding. No specific date or instance was mentioned it was a general statement. They asked if they could go back to using the vh-3000, previous version of the device. Customer stated that they have had to open a couple legs in the last few weeks. They were unable to get bleeding to stop until they had opened the leg to address the bleeding. There is no specific patient to mention in the patient information portion, and they don't want replacement devices sent in return.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # cs-cpl-(B)(4). A lot history record review was completed for lots 25141506, 25141549, 25141645 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during endoscopic vein harvesting procedure using vasoview hemopro. It was stated that the account did not want to utilize the vh-3500 due to the fact that they had tried turning down the energy and the device was desecrating the tissue and separating it before it was completely sealed. The statement was that it had happened to differing providers and they have even opened a couple legs due to the fact that there was too much bleeding. No specific date or instance was mentioned it was a general statement. They asked if they could go back to using the vh-3000, previous version of the device. Customer stated that they have had to open a couple legs in the last few weeks. They were unable to get bleeding to stop until they had opened the leg to address the bleeding. There is no specific patient to mention in the patient information portion, and they don't want replacement devices sent in return.